Event description:
On 23 april 2025,senseonics was made aware of an incident where user reported that sensor was broken into three pieces while hcp was removing the sensor from user's arm.the hcp was able to remove all the pieces of broken sensor and user was doing fine.to further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.

Manufacturer narrative:
Sensor (B)(6) broke during removal, event happened on (B)(6) 2025. The sensor was returned and a visual inspection confirmed that the sensor broke into 3 pieces. Fracture was observed at both the short and long end region. However, all the pieces were extracted. The root cause for sensor fracture is usually excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". The customer is doing well. This incident does not require any further investigation. B4.date of this report 06 june 2025. G3.date received by the manufacturer? 06 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.